Event description:
The clinic reported that a laser vision correction patient was diagnosed with an epithelial ingrowth in the right eye two months following a laser vision treatment. The patient's flap was lifted and the epithelial ingrowth was removed. The patient was last examined on (B)(6) 2012 and the patient's uncorrected visual acuity in the right eye was 20/25 and corrected visual acuity was 20/20.

Manufacturer narrative:
(B)(4). The customer is reporting this event only and did not request field service for the equipment or clinical support. All pertinent information available to amo has been submitted.